Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms on the non-boston scientific right ventricular (rv) lead. Boston scientific technical services (ts) discussed possible causes and provided troubleshooting options. There was no episodes of noise that was observed. Subsequently, the ICD and non- boston scientific rv lead was explanted and replaced successfully with a subcutaneous ICD system. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).